Event description:
It was reported that during surgery, the device was not cutting correctly, it left a hole in the middle of the skin graft. The taken skin graft was damaged and an additional unplanned skin graft was required. They required two passes to get adequate skin graft to cover the wound, 12 x 7 cm split-thickness skin graft 84 cm² was obtained. Patient received two cuts in order to obtain adequate tissue, no sutures were needed. There was no surgical delay. There was no harm to the operator. The surgical technique for the product was utilized. Due diligence is complete, no further information is available.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that there were damaged and worn components. The bearings and fine adjustment cam were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.